Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
At the repair bench it was found that there was no audio from the speaker. There was no patient involvement. There was no report of a patient injury or harm. The device had been returned to the repair bench for repair of an issue not related to audio. Upon testing of the device it was found that the speaker had malfunctioned.